Manufacturer narrative:
Pressure sensor was corroded and saline residue was crusted around outside of the pressure sensor casing. Pressure sensor was over 5 years old and replaced. Pump passed calibration and wet test. Conclusion: improper maintenance.

Event description:
During a knee case, the pt experienced fluid that traveled outside the joint. It caused excess swelling in the thigh, leaked into the tissue causing joint extravasation. Sales rep. Did not have any additional information for the incident.